Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a hole in the cord. There were no reports of patient harm.

Event description:
It was reported, the camera head had a hole in the cord. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The device evaluation found a small cut in the cable insulation. Additionally, poor color image due to faulty ccd was found during evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.